Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is difficult to press and it looked "corked". The customer's blood glucose level was 130 mg/dl. Reportedly, customer will continue to use the pump for insulin therapy but also has insulin pens as back up if necessary.